Event description:
It was reported that a novum iq large volume pump did not infuse during patient therapy in the neurosciences intensive care unit (nsicu). A 3% bolus was ordered to infuse at a rate of 999ml/hr over 15 minutes as a primary infusion. The nurse programmed the pump as ordered and observed that the infusion was not running even though the pump was showing it was running. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: the correct date is 02/25/2025. Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. A review of the event history log identified an infusion with rate 999 ml/hr for vtbi of 999 ml (later updated to 500 ml) programmed on the reported event date. The infusion ran for approximately 5 minutes before being terminated by the user. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy tests were performed with no issues noted; the device met testing specifications. The reported infusion issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.